Event description:
It was reported that an occlusion alarm occurred. Reportedly, a supply change was performed resolving the occlusion. Customer's blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provide usb charging cable. The customer's blood glucose level was 80 mg/dl. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.